Event description:
It was reported that during a rectal resection, there was a hard time closing the stapler. It took two hands and after closing it would not fire. Also, it would not lock into place unless there was no tissue between the jaws. No patient impact reported.

Manufacturer narrative:
(B)(4). Release button. Additional information was requested and the following was obtained: do you want a replacement sent to the account? No if so, please provide a contact name. What date did the event occur? Monday (B)(6). When were you notified? (B)(6). Who was the surgeon? Dr. (B)(6), resident (B)(6). On what tissue type was the device used? Radiated rectum. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected opening? Difficult to close initially and difficult to open the jaws after the opening trigger had been pushed forward. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, had to force the jaws open was there any difficulty removing the device from the tissue? Not after jaws were initially forced open. The analysis found that one device was received for analysis without a cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife was not on the home position. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The articulation feature performed properly. The batch record was reviewed and no anomalies were noted during the manufacturing process.